Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had some high blood glucose 413-415 mg/dl. Customer treated with insulin pump. Customer reported that high blood glucose started (B)(6) 2017. The customer declined high blood glucose troubleshooting. The customer was not using auto mode. The insulin pump will not be returned for analysis.